Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 2000 mcg/ml of baclofen at 271.7 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported the patient had a magnetic resonance imaging procedure (MRI) in (B)(6) of 2018 and the pump stopped as expected, however it did not restart, and the patient had to be seen by their healthcare provider to have the pump restarted. The patient reported their doctor told them "some of the data is missing off the pump." The issue was resolved when the patient saw their doctor. No symptoms were reported. No further complications were reported or anticipated.